Event description:
A customer reported obtaining false positive anti-hbs results on a negative control fluid. False positive anti-hbs results present a risk to public health. Pt samples were not processed until the control fluids yield acceptable results. There was no report of pt harm as a result of this event.